Event description:
It was reported that an alert was received for low pacing impedance. The alert was programmed off. At a subsequent follow-up on (B)(6) 2011, the low impedance values were seen again. The physician will not revise the lead due to the patient's age and health.

Event description:
The new information provided noted that the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.